Event description:
Provider states right front caster split down the middle like it had a seem that split even though the tire doesn't appear to have a middle seem. Normal use and meet weight specs of chair.